Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 58 mg/dl with confusion associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the current total daily dose (tdd) history appeared to be less than the basal delivery totals programmed by the user due to suspension of basal deliveries on (B)(6) 2016 at 17:26 through (B)(6) 2016 at 10:50. There were no errors, alarms or warnings in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours; during the investigation, the pump history indicated the tdd was recorded accurately. The pump was tested for delivery accuracy during investigation and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).